Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information supplied by the customer. New information was added to the following fields: b5, d8, d9, e2, e3, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be specified. Subsequently, the customer reported that the subject device did not have any indication in their records of any positive culture complaint issues. The subject event of a positive culture on the device did not occur. Olympus will continue to monitor field performance for this device.

Event description:
As per additional information provided by the customer. It was not indicated in our records as a positive culture complaint was issued.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.